Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) nurse reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] was hospitalized and diagnosed with an infection. During follow-up, the patient¿s pd registered nurse (pdrn) reported while performing a home visit on (B)(6) 2023, the patient was found to be lethargic, feverish and his peritoneal effluent fluid was cloudy. The patient was sent to the hospital and admitted for peritonitis. Although the details of the patient¿s hospitalization are largely unknown, follow-up revealed the patient was treated with intravenous antibiotics (drugs, dosages, frequency, durations not provided) and was discharged in stable condition on (B)(6) 2023 (previously reported as (B)(6) 2023). Causality was attributed to the standard of care provided by the clinical staff during a recent rehabilitation stay (10-days) while away on vacation. The pdrn reported the serious adverse events were unrelated to the patient¿s utilization of a fresenius product(s) and/or device(s). The patient continues to undergo ccpd therapy without reported issue and is recovering.

Event description:
A peritoneal dialysis (pd) nurse reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] was hospitalized and diagnosed with an infection. During follow-up, the patient¿s pd registered nurse (pdrn) reported while performing a home visit on (B)(6) 2023, the patient was found to be lethargic, feverish and his peritoneal effluent fluid was cloudy. The patient was sent to the hospital and admitted for peritonitis. Although the details of the patient¿s hospitalization are largely unknown, follow-up revealed the patient was treated with intravenous antibiotics (drugs, dosages, frequency, durations not provided) and was discharged in stable condition on (B)(6) 2023 (previously reported as (B)(6) 2023). Causality was attributed to the standard of care provided by the clinical staff during a recent rehabilitation stay (10-days) while away on vacation. The pdrn reported the serious adverse events were unrelated to the patient¿s utilization of a fresenius product(s) and/or device(s). The patient continues to undergo ccpd therapy without reported issue and is recovering.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis (characterized by lethargy, fever, and cloudy peritoneal effluent fluid), which required hospitalization and antibiotic therapy. The definitive etiology of the serious adverse events is unknown; therefore, causality could not firmly be established. However, the pdrn stated the patient is believed to have contracted the peritonitis due to clinical error during a 10-day admission to a rehabilitation center. Additionally, the patient¿s pdrn reported the serious adverse events were unrelated to a fresenius device(s) and/or product malfunction or deficiency. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.